Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, (B)(4) applies to verify enhanced and lead (lot# unknown). Method code, result code, and conclusion code apply to verify enhanced and lead (lot# unknown). (B)(4) apply to lead (lot# unknown) only. (B)(4) applies to lead (lot# unknown) only. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were sore in their back and tender in the vaginal area following the procedure. They also said they were loopy from the medication and tired so they were advised to contact their healthcare provider (hcp). Two days later, patient said they didn't feel the device was working due to an increase in urges and leaking; they thought maybe the leads moved or migrated. The patient also said they didn't feel well after being out and was really tired. During the call, stimulation was increased to a comfortable level; they are at 2.0ma. They were advised to contact their hcp with their concerns. On july 15, patient said they were having massive pain in their back. They called and was assisted in decreasing stimulation; they also took pain medication. The patient also said they called and spoke with their hcp who suggested turning off the device. The patient shut off the device and then turned it back on after their nap. They said stimulation was on program 1 and it was at 3.0ma; they were comfortable. Four days later, they mentioned getting an error code on their device and said it would shut off by itself; they were advised to contact their hcp. On july 22, patient said stimulation helped with their bladder spasm, but they sometimes feel constipated and bloated; they realized it is internal gas. As a result of what was reported, they were advised to contact their hcp if they are seeking medical advice or if they have questions about their health. Two days later, patient mentioned there is blue/green fluid/substance coming out of the wires/ens/capsule; they are afraid to get an infection/fever. They also mentioned bleeding and said the wires pulling out. They were advised to contact their hcp. No further patient complications have been reported as a result of this event.